Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a diabetes nurse that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 710 to 712 mg/dl at the time of the incident. The customer was at 142 mg/dl before the high incident. The caller stated the customer used the pump to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.